Event description:
It was reported that the insulin pump had error alarms during prime. Troubleshooting was performed. A day later, the customer called back and reported that the customer was hospitalized for high blood glucose levels and his blood glucose levels were 330 mg/dl and then increase to 430 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.